Event description:
It was reported that during the implant attempt, it was difficult to advance the lead through the introducer. When the lead was withdrawn from the introducer, it was noted the lead was bent. The lead was not used and a new lead was successfully advanced through the introducer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the lead appeared damaged at implant, the stylet was bent and the lead was stretched.